Event description:
Pdc received a medical intervention report on (B)(6) 2013 that occurred (B)(6) 2013 at 9:15pm. Pt's son called in saying pt was laying down and started getting delusional, so a blood glucose test was performed with her prodigy meter. He stated that the reading was 51mg/dl. She called medics and their meter's reading was 31mg/dl, taken about 20 minutes after that of prodigy's. She was transported to the emergency room, given d50 and released hours later. Pdc sent replacement meter with prepaid envelope so suspect product(s) could be returned for testing.